Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal and revision procedure on (B)(6) 2016 involving a dynamic hip screw (dhs) construct. The original procedure was on (B)(6) 2016 to repair a left proximal femoral fracture. X-rays taken on an unknown date revealed that the lag screw migrated out of the femoral head from the dynamic hip screw (dhs) side plate. Also, an anti-rotational 6.5 cannulated screw backed out approximately one (1) centimeter. Removed hardware included: one (1) dhs plate, two (2) cortex screws, one (1) lag screw and one (1) cannulated screw; all device were intact. The patient was revised with a non-synthes hip hemiarthroplasty. There was no reported surgical delay. The procedure was successfully completed with the patient in stable condition. Concomitant devices reported: dhs plate (part 281.102, lot unknown, quantity 1); cortex screw (part 214.842, lot unknown, quantity 1); cortex screw (part 214.844, lot unknown, quantity 1). (B)(4).